Manufacturer narrative:
Per the clinic, the patient underwent a skin flap surgery (date not reported) due to inflammation at the implant site. The patient also experienced an infection at the implant site (date not reported) and subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).however, the issue did not resolve. The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Device analysis report attached. This report is submitted on july 03, 2023.

Manufacturer narrative:
This report is submitted on april 13, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.